Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however setscrew damage was noted.

Event description:
It was reported that during implant attempt, the right ventricular pace/sense setscrew extended into the port and could not be retracted to allow insert of the pace/sense lead into the port. The device was not used and was replaced. No patient complications have been reported as a result of this event.